Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that on (B)(6) 2019 customer¿s adc freeestyle libre sensor detached, after 5-days of wear. She further reported that at the time when this happened the customer was experiencing a headache, nausea, a stomachache and was thirsty¿. Caller noted she did not have another sensor to apply so she administered an unspecified amount of insulin, without checking the blood glucose status and then took him to the hospital. At the hospital, a physician obtained an unspecified ¿hyperglycemia result¿ and the customer was kept in the hospital all day ¿receiving insulin¿. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s mother reported that on (B)(6), 2019 customer¿s adc freeestyle libre sensor detached, after 5-days of wear. She further reported that at the time when this happened the customer was experiencing a headache, nausea, a stomachache and was thirsty¿. Caller noted she did not have another sensor to apply so she administered an unspecified amount of insulin, without checking the blood glucose status and then took him to the hospital. At the hospital, a physician obtained an unspecified ¿hyperglycemia result¿ and the customer was kept in the hospital all day ¿receiving insulin¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.